Event description:
Reporter indicated that vns patient underwent revision surgery because "the leads were sticking out". The surgeon reportedly revised the placement of the lead wire. It was reported that the lead wire was not extruded through the skin, but that it was easily visualized subcutaneously. There were no signs of infection and the patient is doing well following the revision surgery. The patient had recently undergone generator replacement surgery approximately five months prior. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.